Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6) network. Billing record. Mesh 18 x 24 cm 1 mm thk. Records between 08/04/2011 and 07/03/2013 were not provided. On (B)(6): [missing records: records for CT ¿which demonstrated incarceration of fat within the hernia¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 08/04/2011 including surgical records for an ileostomy procedure were not provided. (B)(6) 2011: (B)(6) health network. Admission database. Weight 76 kg. Crohn¿s, chronic kidney stones. Sinus problems with frequent nose bleeds. Gastroesophageal reflux disease, hernia; parastomal hernia. Joint pain related to crohn¿s. Surgical history: ileostomy 11 years ago. Sinus and eyelid surgery. (B)(6) 2011: (B)(6) health network. (B)(6), md. Operative report. Preoperative diagnosis: peristomal hernia. Postoperative diagnoses: incarcerated peristomal hernia. Small midline incisional hernia. Procedures: laparoscopic peristomal hernia repair with mesh. Laparoscopic incisional hernia with mesh. Surgeon: (B)(6), md. Assistant: (B)(6), md. Anesthesia: general endotracheal anesthesia. Estimated blood loss: less than 100 ml. Replacements: crystalloid. Indications and consent: ¿the patient is a 36- year-old female with a history of crohn's disease. She had undergone a previous proctocolectomy and ileostomy. She was suffering from stomal dysfunction due to her peristomal hernia. We discussed the risks benefits and alternatives. She gave informed consent to proceed with surgery. Description of the procedure: the patient was brought to the operating room and identified. After induction of general anesthesia, she was prepped and draped in the standard fashion. I entered in the upper midline above her previous midline incision using open hasson technique. A 12-mm balloon tipped trocar was then placed in this location. The abdomen was insufflated to 17 mm carbon dioxide pressure. Using a 304 10-mm camera we explored the abdomen. There was a fairly significant adhesive process to the midline toward the stoma. The right side of the abdomen was completely free of adhesions. I then placed an 11-mm nonbladed trocar in the right lower quadrant and a 5-mm trocar in the right upper quadrant under direct visualization. Using these trocars I began to take down the adhesion sharply. We then placed a 5-mm left upper quadrant trocar to provide countertraction. We continued taking down the adhesions sharply. Once the adhesions were completely taken down we were able to identify a small midline incisional hernia and a loop of intestine incarcerated in the peristomal hernia. The peritoneal adhesions were taken down from this loop of intestine to allow reduction of the incarceration. We then had to take some adhesions down medial to the ileostomy to free two leaves of mesentery up so we would be able to properly place our peristomal mesh. We then measured out the total defect to include the incisional hernia as well as peristomal hernia and have 5 cm overlap away from the peristomal hernia in all directions. We then measured the area and trimmed a piece of gore-tex dualmesh to the appropriate size. We then placed 2-0 prolene sutures in each corner of the mesh and placed the mesh into the abdomen through the 12-mm port site. We unfurled the mesh. We were able to note appropriate orientation as we premarked the sides of the mesh. We then, using the carter-thomason device, pulled the 2-0 prolene through the abdominal wound in the premarked corners through the abdominal wall in separate stab incisions. Once this was completed we started placing tacks on each side sequentially. Using the metal taking device we started out on the left lateral aspect of the stomal hernia. Once we placed a few tacks in these corners, we then placed tacks in the corners of the right side of the mesh. We then worked to place a few tacks in each side to ensure the mesh did not migrate. Once we had secured the mesh in place satisfactorily, we desufflated the abdomen and removed our ports. The 12-mm port site was closed using 2-0 vicryl suture. The skin was all closed using 4-0 subcuticular monocryl sutures. The sponge and instrument counts were correct at the end of the case. The patient tolerated the procedure well and was taken to recovery in satisfactory condition.¿ product identification records for the alleged ¿gore-tex dualmesh¿ were not provided. Records between 08/04/2011 and 07/03/2013 were not provided. (B)(6) 2013: (B)(6) health network. (B)(6), md. Operative report. Preoperative diagnoses: parastomal hernia. Postoperative diagnosis: incarcerated parastomal hernia surgery. Procedure: laparoscopic peristomal hernia repair with mesh. Surgeon: (B)(6), m.d. Assistant: (B)(6), md. Anesthesia: general endotracheal anesthesia. Estimated blood loss: less than 100 ml. Replacements: crystalloid. Indication and consent: this 30-year-old female with a history of crohn's disease and chronic abdominal pain who had a previous laparoscopic peristomal hernia repair. She had complained of increased pain and concerns of recurrent hernia. CT scan was obtained, which demonstrated incarceration of fat within the hernia. We discussed risks, benefits and alternatives to surgery included but not limited to infection, missed enterotomy and possible failure to improve her symptoms. She gave informed consent to proceed. Description of procedure: ¿the patient was brought to the operating room, identified after induction of general anesthesia, she was prepped and draped in a standard fashion. The abdomen was entered using standard open hassan technique in the upper abdomen and a 12 mm balloon tipped trocar was placed into the abdomen to 17 mmhg pressure. There was a fairly dense adhesive process around the midline. We placed 5 mm her and 11 mm nonbladed trocars on the right side of the abdomen and took down the adhesions. Once this was accomplished, we also placed a left upper quadrant 5-mm trocar under direct visualization. All the adhesive process was taken were able to visualize the previously placed mesh. On close examination, it seemed lateral edge had pulled away from the tacks allowing the mesh to get too close to the actual hernia defect. There was a loop of small bowel proximal to her stoma, which was incarcerated up into the area has had omental fat. This was all reduced, we measured out another secondary mesh patch and tacked introduced into the abdomen through the 12 ¿ mm hasson trocar. We then unfurled and tacked it lateral mesh to create a wider tunnel to allow for greater overlap of the mesh. After tacking the lateral edge, we placed fascias fascial sutures of 2-0 prolene using a carter-thomason endo close device taken to the abdominal wall lateral edge of the mesh, taking care to avoid the stoma and the intestines. We did this in left lateral aspect inferiorly and superiorly as well as the medial aspect of the mesh. Once this was accomplished, we finished tacking circumferentially taking care to avoid the stoma. When we were happy with our fixation, we closed our hasson trocar incision using 2-0 vicryl interrupted sutures. Skin was closed with 4-0 monocryl subcuticular sutures. The sponge, needle and instruments counts were correct at the end of the case. The patient tolerated the procedure well and was taken to the recovery area in satisfactory condition.¿ there is no mention of infection or device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: (B)(6). Implant record. Mesh. Davol inc div of cr bard. (B)(6) 2013: (B)(6). (B)(6) md. Radiology ¿ CT abdomen/pelvis with IV contrast. Indication: parastomal hernia repair (B)(6) 2013 with diffuse abdominal pain. Findings: heart size normal. Lung bases normal. Esophagus and stomach normal. Liver normal. Gallbladder and bile ducts no calcified stones, no biliary dilatation. Spleen mildly enlarged measuring 15 cm in maximum diameter, unchanged, without focal mass. Pancreas normal. Adrenal glands normal. Abdominal aorta normal caliber. Inferior vena cava normal. Right kidney and ureter normal. Left kidney and ureter, focal areas of cortical atrophy without stones, without hydronephrosis, unchanged. Urinary bladder mildly distended. Uterus mildly enlarged with nodularity of the fundus suggesting presence of small leiomyomas. Ovaries poorly visualized, not grossly enlarged. Small intestines, small bowel abnormally dilated and fluid-filled measuring up to 3.8 cm in diameter, increased since prior study, normal intestinal wall thickness, no pneumatosis, no portal venous gas. Appendix absent. Color and rectum, probably completely absent unchanged. Peritoneal cavity no free air or fluid. Lymph nodes normal. Abdominal wall, previous repair of ventral peristomal hernia with mesh graft. A mesh graft remains in place. Additional mesh graft has been placed in the left lower anterior abdominal wall since the previous study. A persistent parastomal hernia sac is present in the left anterior abdominal wall containing mesenteric vessels, omental fat, and bowel. Several small fluid and gas collections are present within the hernia sac. Multiple gas bubbles are present in the subcutaneous tissues of the anterior abdominal wall near the midline without focal fluid collection. Skeleton normal. Impression: total proctocolectomy with ileostomy. Peristomal hernia sac containing several small fluid gas collections. Consistent with hematoma, seroma, or abscess. Partial mechanical small bowel obstruction probably due intraperitoneal adhesions near the mesh graft. No free intraperitoneal air or fluid. Mild splenomegaly, unchanged. Focal left renal cortical atrophy, unchanged. (B)(6) 2013: (B)(6) md. Progress notes. [Partial record]. Exam: abdomen; soft, tender around ileostomy and some firmness, mild-moderate distention. (B)(6) 2013: (B)(6) md. Operative note. Procedure: ileoscopy. Preoperative diagnosis: history of total proctocolectomy. Complications: no immediate complications. Estimated blood loss: none. Findings: patient is status-post parastomal hernia repair with mesh. I was unable to traverse beyond 10 cm. Postoperative diagnosis: high grade obstruction. Plan: return to hospital ward for ongoing care. Explant procedure: small bowel resection. Mesh removal. Complex stoma revision with stoma relocation. Explant date: (B)(6) 2013 (hospitalization (B)(6) 2013). (B)(6) 2013: (B)(6) md. Brief operative note. Preoperative diagnosis: small bowel obstruction. Postoperative diagnosis: same. Procedure: small bowel resection. Mesh removal. Complex stoma revision with stoma relocation. Estimated blood loss: 300 ml. Complications: none. Condition: good. Relevant medical information: (B)(6) 2013: (B)(6) md. History and physical. Abdominal pain, nausea, weakness and chills at home. Ileostomy functional. History of crohn¿s disease, kidney disease, cornea scar, blood transfusion, hyperlipidemia, headache, passive smoker, gastroesophageal reflux disease, ulcer, depression. [Partial record]. (B)(6) 2013: (B)(6) md. Discharge summary. Admit date: (B)(6) 2013. Admitting diagnosis: abdominal abscess status post relocation of ileostomy. Final diagnosis: abdominal fluid collection status post relocation of ileostomy. Complications: none. Procedure: CT-guided drainage of abdominal fluid collection. Course: presented due to abdominal pain, weakness, chills. CT revealed fluid collection. Placed on antibiotics, drainage of fluid collection, pain did improve after performed. Fluid cultures revealed mixed growth of gram-positive organisms of questionable significance. Otherwise unremarkable. On day of discharge, tolerating diet well, ileostomy functioning well, wounds healing appropriately with some expected drainage from the open area on the left side. Discharged in satisfactory condition. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, failed mesh, removal of mesh. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated investigation conclusion: d17: appropriate code/term not available for ¿false claim¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for false claim. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. No further investigation is required at this time. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. The complaint will be closed as a false claim. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.